Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemia event while using an ilet system, with blood glucose rising from 148 mg/dl pre-meal to 334 mg/dl after breakfast and a confirmatory fingerstick of 323 mg/dl; the user felt sick, changed the infusion site (contact detach steel, lot 6009870), resumed insulin delivery, and later reported glucose trending down to 282 mg/dl and then back in range, after which a firmware update was completed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.